Manufacturer narrative:
(B)(4). CAPA: the events of infection, erythema, induration, swelling and pain at the implant site were expected. Pyrexia and chills are unexpected but are commonly associated with infections. No corrective/preventive action is initiated. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14968. Pharmacovigilance comment: the serious event of infection at the implant site and non-serious events of erythema, induration, swelling and pain at the implant site were considered expected and possibly related to the treatment. The non-serious events pyrexia and chills were unexpected and possibly related; however the events are commonly associated with an infection. Potential contributory factors to the events include the injection procedure. This case meets the criteria for expedited reporting to regulatory authorities due to the treatment with IV antibiotics. Additional comments: no device was returned to manufacturer.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2017, with additional information received on (B)(4) 2017, from a physician which refers to a (B)(6) female patient. The patient's medical history included fitzpatrick skin type iii-IV, diabetes controlled with diet and bacitracin allergy. Concomitant treatments were not reported. The patient had previously received treatment with juvederm ultra xc on (B)(6) 2017. On (B)(6) 2017, the patient received treatment with 1 ml of restylane defyne (lot 14968) to the nasolabial folds and marionette lines with 25 g blunt tipped cannula needle and unknown injection technique. On (B)(6) 2017, the patient was swollen (implant site swelling). On (B)(6) 2017, the patient experienced an infection(implant site infection) at the left nasolabial fold. On (B)(6) 2017, the left side of the patient's face was red (implant site erythema) and tender(implant site pain). The patient was then prescribed minocin [minocycline hydrochloride]. On (B)(6) 2017, the patient was examined by the physician and the area was pink and hard/firm(implant site induration). The patient was injected with 150 units of hylenex [hyaluronidase]. Later that day, the patient contacted the physician and was crying. She experienced shivering(chills), and had a temperature of 103 (pyrexia). The patient went to the emergency room (ER) and was treated with unspecified IV antibiotics and the minocin was changed to clindamycin [clindamycin]. Outcome at the time of the report: red, swollen, and infection was recovered/resolved. Hard/firm and tender was recovering/resolving. Shivering, and 103 temperature was unknown. The reporting physician assessed the events as serious due to the necessity for intervention. Tracking list: on (B)(6) 2017: medical history, injection details, events, treatments, outcomes, and reporter's seriousness assessment. Case upgraded to serious on (B)(6) 2017.